Manufacturer narrative:
Date of event is approximate.

Event description:
It was reported that there were black spots after using the reusable slim line for the 6th time. The debris shield was also burnt and was replaced. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that there were black spots after using the reusable slim line for the 6th time. The debris shield was also burnt and was replaced. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
B3 date of event is approximate. Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, MFR contact first and last name, MFR email, h6 codes.